Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) an issue with novopen 4 as it does not inject insulin [device failure] coma [coma] insulin with normal syringe [wrong technique in product usage process] case description: study ID: (B)(6) outbound, patient calls. Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height, weight and bmi(body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "an issue with novopen 4 as it does not inject insulin(device failure)" with an unspecified onset date , "coma(coma)" with an unspecified onset date , "insulin with normal syringe(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported). On an unknown date patient suffered from coma (3 times) due to the technical complaint with novopen 4 as it doesn't inject insulin. Patient mentioned that it was not sure if the coma happened due to the pen issue or due to the insulin (non specified) used with the pen. Patient currently use insulin with normal syringe. Pen training was offered but refused it, as patient will not use the pen again because patient was satisfied with using syringe. Batch number of novopen 4 was not reported. The outcome for the event "an issue with novopen 4 as it does not inject insulin(device failure)" was not reported. The outcome for the event "coma(coma)" was not reported. The outcome for the event "insulin with normal syringe(inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - an issue with novopen 4 as it does not inject insulin(device failure) : unknown. Coma(coma) : unknown. Insulin with normal syringe(inappropriate drug extraction with syringe) : unknown. Company's causality (novopen 4) - an issue with novopen 4 as it does not inject insulin(device failure) : possible. Coma(coma) : unlikely. Insulin with normal syringe(inappropriate drug extraction with syringe) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Investigation results: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: 28-dec-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: novopen 4 - batch unknown; no investigation was possible, because neither sample nor batch number was available.